Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the customer's au480 chemistry analyzer and observed a photometry error during cuvette wash error 5231 had occurred. The fse confirmed that the issue randomly occurs once a day. No overflow was observed. The fse replaced the ion-selective electrolyte (ise) buffer valve, suction valve and ise tubing which resolved the issue. The fse verified system performance. No further issues were reported and the customer was satisfied. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous sodium (na) patient results on their au480 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.